Event description:
Inbound pt just changed over to new filter tubing and sees a hole allowing drop of medication to escape at the round air filter in the tubing. Lot 3607913. It is leaking med. Leaking at filter of ext set 60", minibore w/0.2 mic filter, lot 3607913. No further details provided. Diagnosis or reason for use: pph.